Event description:
During the course of poduct testing, two zoll m-series defibrillator units were noted to have reacted unexpectedly, when attached to a set of internal paddles/electrodes. The defibrillator is supposed to differentiate the type of accessory being attached to it and not allow more than a total of 50 joules to pass through the internal paddle/electrodes. At one point during the product testing, the defbrillator somehow misinterpreted the info being delivered through the 'smart-wiring', while the internal paddles/electrodes were attached. The defibrillator went up to 360 joules-the max used for external paddles-when it should have stopped at the 50 joules level.